Manufacturer narrative:
H3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was received in a deployed condition. The stent delivery wire (sdw) was returned within the introducer sheath. Deformation was noted to the stent. All 4 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal tip. The introducer sheath was noted to be intact. Functional inspection revealed introducer sheath distal tip was able to be seated into an microcatheter hub. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent difficult/unable to transfer' and 'stent deployed prematurely during use' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician verified that the stent was within the introducing sheath and, after flushing back the introducing sheath, aligned it with the microcatheter hub and locked the y-valve before attempting to advance the stent. At this point, it was evident that the stent could not be advanced. Although the delivery wire tip had entered the microcatheter, it was observed that the stent was jammed between the microcatheter and the introducing sheath, preventing further advancement. After adjustments, the physician found that the proximal end of the stent had been deployed at the hub, with the distal end remaining within the microcatheter. The physician then withdrew the stent and replaced it with another stent, continuing the procedure using the original microcatheter'. In the additional information received, it was reported that half of the stent deployed inside the microcatheter shaft. The stent was returned for analysis in a deployed condition and was noted to be slightly deformed. The introducer sheath was returned for analysis and was undamaged. The stent delivery wire (sdw) was also returned and was noted to be kinked/bent at the distal end of the wire. Given the event description and the condition of the analyzed device sub-components, it is likely that the introducer sheath was set up correctly as reported in the additional information received. The lack of damage noted to the distal tip of the sheath may also indicate that there was inadvertent proximal movement of the sheath (which can occur if the vent cap of the rhv was not sufficiently tightened around the introducer sheath). This could then lead to the stent partially deploying into the gap created by the proximal movement of the introducer sheath as the stent transfers from the sheath into the microcatheter lumen. This is also supported by the fact that the user states that the tip of the delivery wire had passed into the microcatheter lumen, but the stent had become jammed between the microcatheter and the introducer sheath. The user will experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and, very often, to the sdw as well. Upon realizing this through increased resistance, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will automatically begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. This is one possible explanation to explain the event description and analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' stent difficult/unable to transfer' and 'stent deployed prematurely during use' and 'as analyzed' stent deformed, sdw kinked/bent as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/advancement.

Event description:
It was reported that during stent-assisted embolization for an anterior communicating artery (acom artery) aneurysm case, when the subject stent was advanced into the catheter, there was resistance, and the device partially deployed in the half in the hub and half inside the catheter. The subject stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported that during stent-assisted embolization for an anterior communicating artery (acom artery) aneurysm case, when the subject stent was advanced into the catheter, there was resistance, and the device partially deployed in the half in the hub and half inside the catheter. The subject stent was replaced, and the procedure was completed successfully with no clinical consequences to the patient.